Event description:
It has been reported to philips the device will not charge a battery. No patient involvement.

Manufacturer narrative:
Updated conclusion code grid, component code grid, evaluation results code grids originally reported on MFR report number 3003832357-2024-00122.